Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A call was received from a family member of the patient reporting that the pain stimulator was removed in 2004. The manufacturer representative reported that as of 2004-01-01 the device was going to be removed and that the hcp had done zero new patient since the going to remove it in 2004. A call was made to the health care professional (hcp).hcp records only showed that an adjustment occurred in 2004. The information from the hcp records was conflicting with the information received from the consumer and the manufacturer representative.

Event description:
The consumer reported the stimulator did not work and did not relieve the patient's pain. The stimulator caused the patient more pain and the system was explanted. Relevant medical history included failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.